Event description:
Boston scientific crm received information that following a commanded shock, this right ventricular pacing lead exhibited low pacing impedance measurements. During the device replacement procedure, this lead was explanted. An explant date was not provided.